Event description:
Event description boston scientific received information that eight days following implant, this right ventricular lead perforated through the cardiac septum and myocardium and all the way to the pericardium. Initially, the physician was unsure that the perforation occurred, as the initial implant procedure was uncomplicated and the lead displayed solid electrical and impedance measurements. The decision was made to wait and see if any complications arose, indicating the perforation. Shortly after the procedure, the patient began experiencing chest pains and ventricular capture was intermittent. Another physician, other then the implanting physician, extracted this ventricular lead and the pacemaker, and both were successfully replaced with another manufacturer's system. These products were returned.